Event description:
The account alleged the side rails are not latching. No patient impact.

Manufacturer narrative:
The account found the side rail latch springs are rusted. The account replaced the side rail latch springs to resolve the issue.